Event description:
It has been reported to philips that there was low disk space available. The device was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was in clinical use and was undergoing planned treatment procedure for coronary and the procedure was completed after deleting the images. It was reported that the system was indicating disk bay replacement. Review of the log file confirmed the disk (bay) malfunction. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the images were full on lateral ip pc (image processing pc). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the disk bay in the lateral ip pc. After the replacement, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that system was in clinical use. The procedure was completed by deleting the images in the same allura system. This scenario includes that the system is started working normally. Since the free disk bay replacement issue was resolved with deleting the images, this event would not be reportable. The codes were updated based on the investigation outcome.